Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the leads were capped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited low bipolar impedance, insulation damage, noise, oversensing, and inhibition of pacing due to oversensing. It was also reported that the right ventricular (rv) lead exhibited noise, oversensing, and inhibition of pacing due to oversensing . It was noted that the patient experienced sustained ventricular tachycardia, decrease in level of consciousness, bradycardia and persistent ventricular flutter. The ra lead was reprogrammed and later the patient was upgraded to an implantable cardioverter defibrillator (ICD) system. The ra and rv leads remain in the patient and it is unknown if they are still in use. No further patient complications have been reported as a result of this event.